Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received indicating the device was explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device then declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Event description:
Boston scientific received information that this implantable device declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.53 volts and an extended charge time of 19.3 seconds. Replacement is intended when this patient recovers from a current illness. Currently this device remains implanted and in service. No adverse patient effects reported.